Event description:
The infusion pump was reported to allow pitocin to free flow into a pt after the tubing was removed from the infusion pump due to an alarm condition rec'd. The blue safety slide clamp was moved to the open position somehow after the tubing was removed from the pump. The precautionary measure in the hosp procedure to close the roller clamp when removing tubing from the pumps was not taken. The pt was administered terbutaline to counteract the effect of the bolus of pitocin rec'd, which resulted in a 7 min tetanic contraction. No pt injury resulted.